Event description:
It was reported that the device had a "pump upstream occlusion - not accurate" alarm. The product fault occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a damaged battery door. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem; however, it was discovered that the dso sensor was malfunctioning. It was determined that the customer mistook the uso for the dso because the dso sensor was malfunctioning. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.